Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the unit is giving a high temperature alarm. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that mechanical ventilation was still working and available. The fan connector had become faulty causing the fan to become inoperative leading to the high temperature alarm. The connector was repaired to resolve the fan issue. The initial MDR was not reportable.